Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) during warranty period, reported as premature battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.